Event description:
A hospital in (B) (6) reported via a distributor that the inspiratory heater wire plug of an rt236 infant dual-heated evaqua breathing circuit appeared to have been assembled with that of an expiratory heater wire plug. The fault was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is currently en route to the manufacturer for investigation. This incident is similar to complaints received recently whereby the inspiratory heater wire has been incorrectly overmoulded with the connector for an expiratory heater wire during the overmoulding process. Further investigation into the production process revealed that this is due to operator error during production for a period of approximately 2 hours. The size of the batch of breathing circuits produced is therefore not significant. We have modified our production process to prevent recurrence of this issue. The incorrect connectors prevent the circuit from being connected to the humidifier which is equivalent to an open circuit heater wire situation. The humidifier would therefore alarm. This is in addition to the user detecting the fault upon setup. A lot check revealed 8 other complaints for this lot number. (B) (4).